Event description:
Patient contacted dexcom on (B)(6) 2012, to report that since (B)(6) of 2012 he's been experiencing skin irritation that he believes is caused by the sensor pod's adhesive. Patient observes what seems like burn marks on his skin around the insertion site. At one point patient also reports that his skin peeled due to the irritation. Patient currently uses a secondary wound dressing to shield his skin from the adhesive. Patient has consulted with his physician.